Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, olympus pvg learned of an adverse event in the literature: deregibus et al, 'nonunion of a sacral fracture refractory to bone grafting: internal fixation and osteogenic protein-1 (bmp-7) application', published in musculoskelet surg, 26-may-2011, doi 10.1007/s12306-011-0131-x. In the article, the authors describe a (B)(6), male, pt, (demographics unk) who underwent three unsuccessful procedures to repair his pelvis, which had been fractured in a work accident. The three procedures, all of which were performed within the first nine months following the pt's accident, involved either bone grafting and/or internal fixation. Approx nine months after the accident, the pt received osigraft in conjunction with two ilio-sacral screws as part of a fourth procedure to stabilize the sacral fracture. Three months after receiving the osigraft, the pt's physical status reportedly improved, and he was able 'to walk with one stick and sit with slight discomfort'. However, the pt still complained of intermittent sacroiliac pain which was characterized as 'tolerable'. Add'l info has been requested from the authors.